Event description:
It has been reported that a hearing aid receiver broke. It is unknown if the receiver broke while inside the ear, but there is no report of any harm to the user. No further follow up is available or expected.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review have been completed. No deviation or changes were found during manufacturing of the device clinical conclusion: it has been reported that a hearing aid receiver broke. It is unknown if the receiver broke while inside the ear, but there is no report of any harm to the user, and no mention of him seeing any medical practitioner. He came into the audiologist clinic with the receiver himself. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hearing care provider if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risk idetified in riks analysis and deemed acceptable. Trended case device investigation findings:adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments. Manufacturer's investigation is final. This is a combined (initial and final) report.